Event description:
It was reported, that "the device angle of curvature was not as ordered." There was no reported patient injury and/or change in therapy. The involved device has not been returned for evaluation as of the date on this report.